Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level. Electrical analysis performed did not find any anomaly. Device image analysis did not find any voltage drops or high current draw. Longevity assessment was performed, based on field settings, and the device has exceeded the total projected longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.